Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. There was no log file submitted for review. The hm3 system controller, serial hsc-083431, was not returned for analysis. As a result, this analysis could not determine the root cause of the reported event. As the system controller hsc-083431 is unavailable for evaluation, this complaint file will be closed without further action. Review of the device history record for the system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The system controller, serial number (B)(4) was shipped from abbott on 12mar2020. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that backup battery fault alarm occurred. Troubleshooting was performed by changing the emergency backup battery (ebb) but the alarm was not resolved. The controller was exchanged which resolved the alarms. The controller was not to be returned for evaluation.